Manufacturer narrative:
Product ID: 8703w, lot# l44924, product type: catheter. Product ID: neu_unknown_prog, product type: programmer. (B)(4).

Event description:
It was reported that after her pump replacement in 2008, the patient woke up in a lot of pain as the health care provider had forgot to turn the pump on. The patient stated that her drug and dosage had been the same since 2008 and reportedly had delivered clonidine, baclofen and morphine. Additional information was requested to verify the event details, medication, patient symptoms and resolution. If additional information is received, the event will be updated.